Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the needle overmold assembly was bent. The suture and anchors were returned. T1 was not in the deployment channel. T2 was in the t2 position. Most of the suture was tucked in the depth gage tubing. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation revealed that the actuator tip felt detached from the deployment slider. An analysis of the the first image shows a fast fix packaging box that confirms the correct device and the batch number. A second image shows the device in it's cardboard keeper. An anchor is visible and is not within the deployment channel. A third image shows labeling for the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, t1 and t2 of the fast-fix 360 curved were simultaneously deployed, both ts were removed. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.